Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump, and caller was advised to contact technical support again if the issue recurred.